Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it indicated that the allegation was not confirmed and that the implantable cardioverter defibrillator (ICD) was functioning normally as no irregularities were noted upon analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was experiencing chest pain and felt that the device heat up upon threshold test. Boston scientific technical services (ts) then explained the event and advised to do a save to disk for analysis. Furthermore, analysis showed no resets or faults or other indication of device malfunction and indicated that the device may warm up during capacitor reforms. Additional information was obtained from the field representative confirming that the device heat up and that the patient was scheduled for pocket revision. A submusculature device placement was performed and the physician did a threshold test and device programming and confirmed that the ICD felt warmed. The ICD was explanted thereafter. No additional adverse patient effects were reported.